Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for lot/item.

Event description:
Allegedly surgeon found an infection several years after initial revision. Observation during revision surgery: difficult to remove the neck from the stem, the stem taper portion of the neck is black and indent on the taper of stem side.

Manufacturer narrative:
This is the same event as 3010536692-2015-00631, -00632, -00633, -00634. This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6) .